Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose went as high as 500 mg/dl. Customer advised they tried to change their site and reservoir but the insulin pump was leaking. Troubleshooting for the reservoir leak was performed. Customer advised the location of the leak is inside the reservoir and past the 2nd o-ring. Customer had cleaned the leak in the reservoir from the o-ring but noticed that the reservoir compartment was still leaking. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.